Event description:
The system responded with error 3 during pre-run test at the beginning of the case. Another handpiece was called for but the scrub nurse dropped it and it became contaminated. There was not another handpiece available so the doctor switched to monoploar scissors. The case was completed laparoscopic with no patient consequence.